Event description:
It was reported that a patient experienced an infection manifested by cloudy and red effluent, fever, and abdominal pain coincident with peritoneal dialysis therapy. The cause of the infection was reported to be the ¿mini-cap imported an infection¿ and was not further described, this was not confirmed. On the date of onset, the patient was hospitalized for the infection. On unreported dates, the patient was treated with unspecified intraperitoneal antibiotics for fourteen days (medication, dosage, start and stop dates, and frequency not reported) for the infection. It was not reported if dianeal and/or extraneal therapies were ongoing. After approximately eight days of hospitalization, the patient was discharged. The patient was recovering from the events. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.